Event description:
It was reported that this implantable cardioverter defibrillator (ICD), implanted with this implantable defibrillation lead, recorded a code 1004 indicative of a short circuit condition detected during shock delivery, and a low out of range shock impedance measurement less than 12.5 ohms was observed. This ICD also recorded a code 1007 indicative of capacitor charge time exceeded the limit. The ICD was explanted, and the lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified no anomalies. Review of device memory found a shorted lead error (code 1004) had been recorded. Memory also showed that after three shocks had been attempted and resulted in abnormal shock impedance measurements, the device battery status moved to elective replacement indicator (eri) due to long charge times. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted lead error. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, the third high voltage charge attempt caused the device to declare eri because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD), implanted with this implantable defibrillation lead, recorded a code 1004 indicative of a short circuit condition detected during shock delivery, and a low out of range shock impedance measurement less than 12.5 ohms was observed. This ICD also recorded a code 1007 indicative of capacitor charge time exceeded the limit. The ICD was explanted, and the lead was surgically abandoned. No additional adverse patient effects were reported.